Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after receiving a vibratory alert for high voltage lead impedance out of range. In clinic, noise was not reproducible with pocket manipulations. Connection issue was suspected. Few days later the patient returned for lead revision where the lead was reconfigured to match the proper connections and measurements came back normal. Patient is doing fine post procedure.